Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The aus was no longer working and had fluid loss. The device was explanted and replaced. There were no additional patient complications reported.